Event description:
Olympus was informed that during an unspecified laparoscopic nephrectomy procedure, the stationary jaw of the suspect medical device broke off and fell inside the pt's body cavity. No fragments/parts remained inside the pt as they were reportedly located by fluoroscopy and subsequently retrieved by unk approach. The intend procedure was completed was completed and there was no pt injury.

Manufacturer narrative:
The suspect medical device was returned to the MFR for eval. Eval confirmed the reported phenomenon of a completely broken off stationary jaw which was also provided. Furthermore, the jaws insert was found with clearly visible stain and debris as well as heavy corrosion at the pull rod/wire and the jaws. Causal for these phenomena is improper and/or incomplete reprocessing. This led to an accelerated wear and tear with subsequent breakage of the jaws. As clearly stated in the instructions, the product has to be properly reprocessed, inspected and tested before use. The user apparently did not follow these instructions as he reportedly used the suspect medical device despite clearly visible stain and debris as well as heavy corrosion. Therefore this incident was attributed to abnormal use/off-label use. Olympus submits this incident as a medical device report (MDR) in abundance of caution.